Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent. Upon inspection it was noted that the helix/lobe of the lead was distorted/bent. Upon inspection it was noted that the distal conductor of the lead was distorted/fractured. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the lead helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported that during implant attempt, the helix would not extend. Edit 28-apr-2010 it was reported that during the implant procedure the lead helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.